Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that, when the device was charged to 200 joules, the shock was not delivered. When 150 joules was selected, the device delivered the shock. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Manufacturer narrative:
Multiple requests were made to obtain information regarding the evaluation, however, no additional details were received. There were no patient event files or ECG monitoring strips of the event available for review.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.